Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and cleaned the reagent probes r1 and r2. The both reagent probes were determined to be the likely cause. There have been no further occurrences of discrepant results since the probe was cleaned by service. Return testing was not completed as returns were not available. A 12-month review of tickets did not identify any trends for the arc, probes r1 and r2 regarding the current complaint issue. A review of service history for the architect c16000, serial number (B)(4), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c16000 and reagent probes did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the reagent probes or the architect c16000 processing module, serial number (B)(4) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated multigent ammonia results generated on the architect c16000 processing module. The following data was provided (reference range: 19 to 68 umol/l): on (B)(6) 2020 initial result = 77.4493 umol/l, repeat = 42.5054 umol/l. Additional data was provided for repeatability testing. No impact to patient management was reported.